Event description:
It was reported that during use the right ventricular (rv) lead dislodged. It was also reported rv lead exhibited high thresholds with patient encountered exit block. The rv lead remains in use however explant planned for a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.